Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia with a blood glucose level of 34 mg/dl and later hyperglycemia with a blood glucose level of 446 mg/dl. The customer reported that they had eaten sandwich before the low blood glucose event but was still low and the after raised blood glucose level they suspended the insulin pump but forgot to take it off. The customer declined troubleshooting for the event. The insulin pump will be returned for analysis.